Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the atrial lead had impedance of 109 ohms bipolar and capture threshold were 4 volts with no capture in unipolar polarity. Insulation breach was suspected. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. Follow up reported device check (B)(6) 2008 showed atrial lead warning with low impedance in bipolar. Reprogramming had been tried, but patient would not tolerate unipolar. Scheduled to follow up in one month. In (B)(6) 2009, cardiologist questioning pacemaker malfunction and told "top lead not working." The cause of death has been requested and not received.

Event description:
Reporter alleged the customer obtained a reading of 313 mg/dl on the advantage system while using expired strips. Reporter stated that about an hour later, the customer was sweaty, shaky, and unresponsive. Reporter stated she called the ems service that arrived, obtained a 23 mg/dl on their system, and treated the customer with a glucagon injection. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.